Event description:
A bipap a40 device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. There was no reported patient involvement. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The foam insulation needs to be replaced to resolve the issue. No repairs were performed. The device will be scrapped per the customer's request.